Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the tube was removed from the non-patient end needle after blood collection, the tube stopper of a bd vacutainer® 9nc 0.109m plus blood collection tubes was separated from the tube body, resulted in leakage. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿after successful withdraw the blood and pull the tube out from the needle, the tube stopper with shield separated from the tube body, cause patient's blood which in the tube leaked out. No blood splash on to human naked skin. Patient been re-withdraw the blood. Nurse clean the blood immediately with sop".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when the tube was removed from the non-patient end needle after blood collection, the tube stopper of a bd vacutainer® 9nc 0.109m plus blood collection tubes was separated from the tube body, resulted in leakage. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ after successful withdraw the blood and pull the tube out from the needle, the tube stopper with shield separated from the tube body, cause patient's blood which in the tube leaked out. No blood splash on to human naked skin. Patient been re-withdraw the blood. Nurse clean the blood immediately with sop.¿